Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s parents gave a correction dose (presumably of insulin) due to a cgm reading of 19.8 mmol/l. Just after that they did a finger stick reading and noticed her bg was 12 mmol/l. The patient¿s glucose level went low because of the inaccuracies and over correction, and the parents were not able to bring her bg up quickly, so they drove her to the hospital. The hospital provided unspecified treatment to bring her bg up within range and she was released 6 hours later. At the time of the report the patient was in good health. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional event or patient information is available.